Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional update was received from the rep stating the cause of the communication issues was unknown but it was repaired as a result of diagnostics/troubleshooting performed related to no communicator found issues. Information been confirmed/provided by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's handset keeps unpairing from the communicator. They stated that they will pair it back up and then it unpairs again. The patient's therapy turned off and the patient had a return of symptoms. The patient's wife indicated that they did not know if the patient had not charged the implant. The patient had a difficult time getting the device to connect so they could turn therapy back on. The rep requested that the external components be replaced. Agent placed a request to send a handset. Information was received from rep stating the reason for therapy being off was patient did not charge the device. Patient programmer to communicator so patient could turn back on. Information been confirmed/provided by the physician. The issue has been resolved. Additional information has been received that since this morning, have not been able to connect to the communicator, keep on having to enter the serial number. When asked, caller said that patient uses the communicator every day to check implant. The following troubleshooting steps were reviewed: close app and then restart app, check lights on communicator, restart phone and reset communicator. Caller tried and kept on receiving the same messaging no communicator found. Reviewed reset of bluetooth and after the second attempt they were able to pair to the communicator however still unable to connect. When asked, caller said that in the room there are a lot of bluetooth devices however they turned them off, but still unable to connect even when they left the room. Caller reset the communicator another time however still unable to connect. Replacement request was sent to repair to replace the communicator. Additional information has been received that they received the new communicator yesterday and they attempted to pair however still unable to pair. Reviewed pairing instructions and caller entered new communicator serial number however the communicator doesn't appear to be turning on, even after caller said pressed a second time and heard the click, meaning no blue light coming on the communicator only the solid green light. Caller retried a second time however still received the same message communicator not found.